Event description:
On 12/12/2024, it was reported by a sales representative via sems-06733737 that an ar-6480 dualwave¿ arthroscopy fluid management system was pumping too much water and not regulating itself. This was discovered during cases where no individual case information was provided, and no adverse effects on the patient were reported.

Manufacturer narrative:
The complaint allegation is not confirmed. One unpackaged ar-6480 dualwave arthroscopy fluid management system, serial number n12199h17, was returned for evaluation. Upon visual inspection, the inflow door locking mechanism is damaged/loose, most likely due to wear and tear. Marks and scratches were also noted on the device housing. The returned device was assembled with ar-6411 lot# 65043383, and ar-6421 lot# 65708975 pump tubing and tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine. The pump ran for 63 minutes with no issues. No changes in the pressure were noted during the time the machine was tested. The amount of fluid produced by the inflow was measured in a graduating cylinder for 60 seconds with the knee arthroscopy pre-set at 35. The results stated that the device was working as intended, outflowing the amount of water pre-set into the cylinder. The device was assembled with an ar-6430, lot 40067370, to test the outflow system. After pressing the lavage and rinse buttons, no issues were noted. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures. It was noted during the test that the pump motor/rotating parts made a loud noise when running at high speed. The cause of this can be attributed to wear and tear of the motor, which is exhibited in the noisy motor and caused by extended usage in the field¿device manufacture date 2017. The device total time run/use information is. 19 days, 18 hours, and 13 minutes. No relation to the allegation problem was found.